Manufacturer narrative:
(B)(4). An investigation has been opened to review risk documentation and history record. A follow up report will be submitted after investigation.

Event description:
It was reported that: the patient was found to have bilateral pseudoaneurysms at access sites during follow-up visit on (B)(6) 2022. Evar procedure performed on (B)(6) 2022. Additional information on 22dec2022: during an evar procedure on (B)(6) 2022 micro puncture and ultrasound were used to gain central common femoral artery access in both the right and left groin. Right vessel size was greater than 7.5mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured dept for manta was 2+1cm and a 14f manta was used for closure. (Associated another MDR). Left vessel size was greater than 7.5mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedure sheaths. Measured dept for manta was 2.5+1cm and an 18f manta was used for closure (associated to this MDR). Heparin and protamine were administered intravenously during the procedure and time to hemostasis was immediate. On (B)(6) 2022 the patient returned for a follow up visit complaining of groin pain, an ultrasound was booked for the following day (B)(6) 2022 when bilateral pseudoaneurysms were noted. Ultrasound compression was applied which resolved the right pseudoaneurysm, but patient returned to ed (B)(6) 2022, and the surgeon injected the left side with thrombin which was successful. The patient was reported as fine post procedure and was discharged home the same day.

Event description:
It was reported that: the patient was found to have bilateral pseudoaneurysms at access sites during follow-up visit on (B)(6) 2022. Evar procedure performed on the 02dec2022. Additional information on 22dec2022: during an evar procedure on the (B)(6) 2022 micro puncture and ultrasound were used to gain central common femoral artery access in both the right and left groin. Right vessel size was greater than 7.5mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured dept for manta was 2+1cm and a 14f manta was used for closure. (Associated another MDR). Left vessel size was greater than 7.5mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedure sheaths. Measured dept for manta was 2.5+1cm and an 18f manta was used for closure (associated to this MDR). Heparin and protamine were administered intravenously during the procedure and time to hemostasis was immediate. On the (B)(6) 2022 the patient returned for a follow up visit complaining of groin pain, an ultrasound was booked for the following day (B)(6) 2022 when bilateral pseudoaneurysms were noted. Ultrasound compression was applied which resolved the right pseudoaneurysm, but patient returned to ed (B)(6) 2022, and the surgeon injected the left side with thrombin which was successful. The patient was reported as fine post procedure and was discharged home the same day.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micro puncture were utilized to achieve a central positioned access. The vasculature was greater than 7.5mm, no calcification or tortuosity, with a depth deployment of 2.5mm +1mm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth and hemostasis was immediate. Six days post deployment, during a follow-up visit, the patient was complaining of right-sided groin pain. The following day, an ultrasound confirmed bilateral pseudo-aneurysms. Ultrasound compression was administered to the right-side successfully, no further treatments or hospital stays were required for the right-side (related to another MDR). The next day, the patient presented in the ER with left-side groin pain. The vascular surgeon verified the left-side pseudo-aneurysm was still present, and successfully treated with a thrombin injection. The patient was released the same day, no further treatment or hospital stays were required for the left-side. Due to insufficient information regarding the initial and deployment procedures, no angiograms or return device submitted for investigative purposes, the root cause of this pseudo-aneurysm requiring a thrombin injection cannot be determined. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU lists pseudo-aneurysm requiring medical intervention as a possible adverse event. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudo-aneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micro puncture were utilized to achieve a central positioned access. The vasculature was greater than 7.5mm, no calcification or tortuosity, with a depth deployment of 2.5mm +1mm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth and hemostasis was immediate. Six days post deployment, during a follow-up visit, the patient was complaining of right-sided groin pain. The following day, an ultrasound confirmed bilateral pseudo-aneurysms. Ultrasound compression was administered to the right-side successfully, no further treatments or hospital stays were required for the right-side (related to another MDR). The next day, the patient presented in the ER with left-side groin pain. The vascular surgeon verified the left-side pseudo-aneurysm was still present, and successfully treated with a thrombin injection. The patient was released the same day, no further treatment or hospital stays were required for the left-side. Due to insufficient information regarding the initial and deployment procedures, no angiograms or return device submitted for investigative purposes, the root cause of this pseudo-aneurysm requiring a thrombin injection cannot be determined. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU lists pseudo-aneurysm requiring medical intervention as a possible adverse event. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudo-aneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
It was reported that: the patient was found to have bilateral pseudoaneurysms at access sites during follow-up visit on (B)(6) 2022. Evar procedure performed on the (B)(6) 2022. Additional information on 22dec2022: during an evar procedure on the (B)(6) 2022 micro puncture and ultrasound were used to gain central common femoral artery access in both the right and left groin. Right vessel size was greater than 7.5mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured dept for manta was 2+1cm and a 14f manta was used for closure. (Associated another MDR). Left vessel size was greater than 7.5mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedure sheaths. Measured dept for manta was 2.5+1cm and an 18f manta was used for closure (associated to this MDR). Heparin and protamine were administered intravenously during the procedure and time to hemostasis was immediate. On the (B)(6) 2022 the patient returned for a follow up visit complaining of groin pain, an ultrasound was booked for the following day (B)(6) 2022 when bilateral pseudoaneurysms were noted. Ultrasound compression was applied which resolved the right pseudoaneurysm, but patient returned to ed (B)(6) 2022, and the surgeon injected the left side with thrombin which was successful. The patient was reported as fine post procedure and was discharged home the same day.